Event description:
At the conclusion of the pci procedure, unable to remove interventional guide wire from the proximal lad stents. The guide wire was left in and the pt went to the or. The wire was clipped, a small piece was left in the lm and proximal lad, the rest was removed. The pt underwent bypass to the lad. The company was informed of incident. The pt was subsequently transferred to montefiore. The incident has already been voluntarily reported to the manufacturer the day after the incident. The mandatory report was delayed in trying to learn the pt outcome. We have subsequently learned that the pt expired. Exact date and time of death is unk.